Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's healthcare professional (hcp) wanted to do an MRI but the impedance on the right side was around 7-8k ohms. The hcp said imaging didn't show anything as far as a lead or connection issue. The hcp reported they were looking into the impedance issue. They also indicated that the patient falls and the impedance issue started about a year ago. The impedances were tested at 3.0v. There were no patient symptoms or further complications reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.